Manufacturer narrative:
D11: product ID 7482-51 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2019 product type extension. Product ID 7482-51 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2019 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The issue was resolved.

Manufacturer narrative:
D10: the extensions were returned 2019-sep-09. Continuation of d11: product ID 7482-51 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: 2019-07-24 product type extension product ID 7482-51 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2019 product type extension h3: the returned extension (serial: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The extension was returned segmented; there was no impact to electrical functionality. The returned extension (serial: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a setscrew missing at the distal end of the extension. There were no significant anomalies identified. H6: result code 3233 and method code 4118 no longer apply. Conclusion code 19 was added in error, code 67 has replaced it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type extension, product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 7482-51, serial/lot #: (B)(4), ubd: 03-oct-2015, UDI#: (B)(4); product ID: 7482-51, serial/lot #: (B)(4), ubd: 28-oct-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had their battery replaced and after it was found that the two current extensions had abnormally high impedance. The extensions were replaced to complete the operation. The cause of the issue was unknown and effective measures were taken. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.